Event description:
It was reported that the procedure was being performed on a morbidly obese male, (B) (6) who was experiencing respiratory failure. The needle was inserted into the pts' subclavian vein for access. At which time, the needle broke near the hub, but remained intact. They were able to pull it out in one flimsy piece and once the needle was removed, it broke when they touched it. As a result, another needle was used to complete the procedure successfully and there was no delay in treatment. It was noted the procedure was being performed by a resident and it is unclear if bone came in contact with the needle during insertion.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.